Event description:
The reporter stated that following surgery for chronic hammer toe pain in (B)(6) 2011, the pt had developed a skin rash over the site of the surgery months after surgery. The pt is receiving treatment from an allergist and dermatologist. Capture screw systems, cannulated low-profile screws (ac-series) 14mm x 2.0 mm (two) and 16mm x 2.5 mm (one) were implanted. Lot numbers were not provided.

Manufacturer narrative:
Integra has provided product composition info to the podiatrist. The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.